Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the type iii endoleak did not resolve after the bifurcated stent graft was re-lined. An aortouni graft (aui) was implanted and a femoral-femoral bypass was performed. This reportedly resolved the endoleak.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported from the patient returned for follow up and the physician reported to the patient that the CT revealed that there was a type iii fabric endoleak present in the distal portion of the endurant main body. The physician elected to reline the endurant bifurcated stent graft. Per the physician the cause of the event is related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.